Event description:
It was reported that the catheters were bent which were causing urinary tract infections.

Manufacturer narrative:
A DHR review was conducted and found to be complete and accurate. Sterilization records reviewed and found to be within validated ranges. This product is not sold in the united states but a similar product is sold here. A causation between the hollister catheter usage and the end user's reported utis could not be established.